Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with hip pain and a loose cup, black staining was apparent around the stem trunnion and on the inside of the 32mm +4 head.

Manufacturer narrative:
An event regarding loose cup and black staining inside the head involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that x-ray confirms loosening of the cup but deemed the information insufficient and rejected it for a medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root cause of black staining inside the femoral head and stem trunnion be determined because the insufficient medical information was provided. Further information such as return of device, primary and revision operative reports, past/clinical medical history, needed serial x-rays, and examination of explanted components and patient history are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient presented with hip pain and a loose cup, black staining was apparent around the stem trunnion and on the inside of the 32mm +4 head.